Manufacturer narrative:
The device has been reported as discarded; however, the investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient with diagnosis of paroxysmal atrial fibrillation underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while ablating the cavotricuspid isthmus (cti) line, there was a spike in the impedance of about 20 ohms was observed and ablation was immediately stopped by using the foot pedal. The impedance cut off value was not reached. A steam pop was then heard, and cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain 1 liter of fluid from the pericardial space. Additionally, a tte and ice imaging was performed to visualize the progression of the effusion. No surgical intervention was required. The patient was reported to be in hemodynamically stable after pericardial drainage. Extended hospitalization was required, the patient was sent to the cardiovascular intensive care unit (cvicu) to monitor blood pressure and vitals. The latest update from the physician said that the patient fully recovered with no further issues. The physician believes the cause of the adverse event was caused due to a steam pop caused by prolonged ablation in a single area. A safesept needle was used during transseptal puncture (tsp) to cross the septum; however, it is not believed that the effusion was caused due to the tsp. The stsf catheter was used with a flow rate of 2 ml/min during mapping, 8 ml/min during low power delivery and 15 ml/min during high power delivery. The force visualization features used included graph, dashboard and vector. Visitag was not used, the physician prefers orally directed manual points for his cti line. The generator was used in power control mode at 30-degree temperature cut-off and 250 impedance cut-off. The parameters observed during the case were 30 watts, 90 ohms with a spike 110 ohms. Temperature was not noted. Although the incidence of high impedance reading occurred, there's no indication that the impedance exceeded the user selected impedance cut-off value; therefore, the overall risk to the patient is remote.

Manufacturer narrative:
It was reported that a 60-year-old female patient with diagnosis of paroxysmal atrial fibrillation underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while ablating the cavotricuspid isthmus (cti) line, there was a spike in the impedance of about 20 ohms was observed and ablation was immediately stopped by using the foot pedal. The impedance cut off value was not reached. A steam pop was then heard, and cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain 1 liter of fluid from the pericardial space. Additionally, a tte and ice imaging was performed to visualize the progression of the effusion. No surgical intervention was required. The patient was reported to be in hemodynamically stable after pericardial drainage. Extended hospitalization was required, the patient was sent to the cardiovascular intensive care unit (cvicu) to monitor blood pressure and vitals. The latest update from the physician said that the patient fully recovered with no further issues. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 30373730m number, revealed no internal action related to the complaint was found during the review. Still no device has been received for analysis as the device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 4/6/2020 and d4. Expiration date 4/5/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).